Manufacturer narrative:
The insulin pump was received with missing segment display, and the problem isolated to lcd board. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she got a new pump and now the screen is flashing. The customer stated that there is a line going across the screen. The customer is using (B)(6) aaa alkaline battery. The customer stated that the pump is neither dropped nor bumped. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.